Event description:
A home pt called to report two incidents of cassette leaking during the priming cycle. No further info is available regarding this incident. No pt injury or medical intervention was associated with this incident per the home pt.